Event description:
It was reported that the patient presented follow-up with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. Further information was requested but not received .

Manufacturer narrative:
Further information was requested but not received.